Event description:
The consumer reported false negative results for two (2) binaxnow covid-19 ag self tests performed on various dates. This report addresses consumer two (2) of two (2). The consumer reported a false negative result for her boyfriend with a binaxnow covid-19 ag self test taken on (B)(6) 2024 at 6:37pm. The consumer's boyfriend took a visit to the ER on (B)(6) 2024 at 7:30pm and received a positive result from an unknown test method and brand. No additional information, including patient treatment and impact, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
Correction: b3 - date of event: date changed from (B)(6) 2024 the results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported false negative results for two (2) binaxnow covid-19 ag self tests performed on various dates. This report addresses consumer two (2) of two (2). The consumer reported a false negative result for her boyfriend with a binaxnow covid-19 ag self test taken on (B)(6) 2024 at 6:37pm. The consumer's boyfriend took a visit to the ER on 05 dec 2024 at 7:30pm and received a positive result from an unknown test method and brand. No additional information, including patient treatment and impact, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000905501 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000905501 and device part number 195-430wjr/ lot 905501. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000905501 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative results for two (2) binaxnow covid-19 ag self tests performed on various dates. This report addresses consumer two (2) of two (2). The consumer reported a false negative result for her boyfriend with a binaxnow covid-19 ag self test taken on (B)(6) 2024 at 6:37pm. The consumer's boyfriend took a visit to the emergency room on (B)(6) 2024 at 7:30pm and received a positive result from an unknown test method and brand. No additional information, including patient treatment and impact, was provided.